Manufacturer narrative:
The technician found the caster was worn. He replaced the brake caster to repair the stretcher.

Event description:
Info rec'd indicates the left foot caster is ratcheting when in brake.